Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going

Event description:
(B)(6). The proximal end of cartridge was broken after continuous firing in patient's abdomen.